Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, phenomenon (1), ¿device is not well sealed¿, was not reproduced while phenomenon (2), ¿air pressure showed an abnormal value¿, was reproduced. It was determined to have occurred due to a failure of the manifold unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase in trend. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the pressure was abnormal due to a faulty manifold unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit air-tight is not sufficient. There was no patient harm or user injury reported due to the event.